Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6cm abdominal aortic aneurysm. It was reported that the patient began experiencing cramping in the left calf in the office during the one month follow up. A CT scan showed an occluded left limb from the flow divider to the femoral artery. The physician performed a cut down on the left groin and performed thrombectomy from the flowdivider distally removing a generous amount of clot, however, ivus revealed clot still throughout the limb. An endurant 16x10x124 was used to reline the left limb. Ivus showed the kinked proximal lcia still measured 0.45cm and so another manufacturer's balloon expandable stent was placed, and other self-expanding stent was placed in the external iliac to ensure good long-term flow. Per the physician, the cause of the event could be partially due to a kink in the mid left common iliac artery combined with a very poor outflow through the left external and femoral arteries. The event was resolved, and good flow bilaterally was returned. No additional clinical sequelae were reported, and the patient is fine.